Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and noise when the patient moved their arm. The ra lead remains in use and lead revision is scheduled. No patient complications have been reported as a result of this event.